Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence from cuff being too large, more than likely due to urethral atrophy secondary to radiation treatment for prostate cancer. The aus was explanted and replaced. There were no additional patient complications reported.